Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the wire at the jaw of the mega suture cut needle driver broke. The procedure was completed with a backup instrument, with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.